Manufacturer narrative:
Additional information - the pump was expected to be returned for evaluation; however, the device was not received to date despite multiple requests for product return from the manufacturer. The evaluation of the submitted system controller log file confirmed low speed alarms and pump stoppage events. The events were captured while the system was connected to the power module and appeared consistent with a potential driveline wire compromise; however, driveline wire compromise could not be confirmed as the device was not available for evaluation. Submitted x-ray images of the internal and external portions of the driveline appeared unremarkable. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of the device - 1 year and 11 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. On (B)(6) 2016, the patient reported experiencing low speed alarms while the system was connected to the patient cable and power module. The patient was asymptomatic. The system controller log file was submitted to the manufacturer¿s technical services representative for review which showed several low speed alarms and pump stoppage events. The alarms only appeared to be occurring while the vad is connected to the power module. This type of behavior has been inked to potential issues with the driveline. Submitted x-ray images of the driveline showed that the shielding had retracted at the pump end bend relief area. The patient was reported to have gained approximately 25 pounds since implantation of the lvad. An ungrounded power module patient cable was issued for use while the patient was on power module support. A donor heart became available and the patient was successfully transplanted on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
Additional information: the pump was returned for evaluation. Device evaluation: the report of red heart alarms, driveline disconnects, and pump stoppages was confirmed through the analysis of the submitted system controller log file. Based on the manufacturer¿s past experience with the device and similar reported events, these findings could be indicative of driveline damage; however, the driveline was returned cut approximately 1 inch from the pump housing and the distal portion of the driveline was not returned. The white silicone jacket on the returned portion of the driveline had been cut down its length and was slightly peeled back from the nipple housing. The metal braided shield of the driveline demonstrated normal wear for its duration of use. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. X-rays of the internal and external portions of the driveline were submitted for review and were found to be unremarkable. Evaluation of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of adhered or developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No device-related issues were identified during the evaluation of the returned pump.